Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the tightrope was disassembled, torn, frayed, and damaged. Fiberlink and needle were not returned. No issues were found with the blue suture of the acl fibertag® tightrope® implant. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. Per dfu-0147-eo- rev 2 g precautions -2. Load the acl/pcl tightrope button over the un-spliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the sutures tore during implant insertion. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.